Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the battery was not holding charge. Additionally, the customer received unspecified alarms. No reported adverse impact to the customer's blood glucose. The customer declined a follow up call and declined troubleshooting with tandem technical support.